Manufacturer narrative:
Internal complaint reference (B)(4). This complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required. Lu, q., tang, g., zhao, x., guo, s., cai, b., & li, q. (2017). Hemiarthroplasty versus internal fixation in super-aged patients with undisplaced femoral neck fractures: a 5-year follow-up of randomized controlled trial. Archives of orthopaedic and trauma surgery, 137(1), 27¿35. Https://doi.org/10.1007/s00402-016-2591-9.

Event description:
It was reported that on literature review "hemiarthroplasty versus internal fixation in super-aged patients with undisplaced femoral neck fractures: a 5-year follow-up of randomized controlled trial", 1 patient had a prosthesis loosening after a hemiarthroplasty procedure using a cemented stem and a bipolar head. The event were resolved by performing a revision surgery on both devices. Patient outcome is unknown. No further information is available.

Manufacturer narrative:
This complaint has been reassessed based on the review of the information made available to the manufacturer. It was determined that this event does not fulfill reporting requirements per 21cfr803. The reported prosthesis loosening as a complication in one patient under the hemiarthroplasty study group was associated to the femoral stem and not with the bipolar prosthesis. Due to the nature of the bipolar prosthesis, aseptic loosening is not associated to the performance of this device. We now consider this complaint/MDR report as non valid.